Event description:
The customer reported that there was no lateral or horizontal movement with the table. The problem occurred during table set-up. Therefore, no pt was involved.

Manufacturer narrative:
The ge service rep removed and replaced the defective table at buffer and table sensor boards. He unstuck head down tilt position problem and verified table bootup operation. He re-booted system several time without any boot-up error. Table operating as intended.